Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the ramus. An angiographic complication of dissection occurred during the index procedure.

Manufacturer narrative:
Cec has adjudicated the patient death as cardiac.

Event description:
The patient expired approximately 36 months post index procedure. The cause of death was vascular lesion (virilia). Death was assessed as non-cardiac. It is reported that the patient died by the rupture of the main leg artery. The investigator has assessed the event as not related to the study device.